Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon could not be confirmed. A comprehensive leakage check was carried out as part of the investigation, and the device was not leaking. No defects were identified in relation to the customer specified fault. The plug body was dismantled, and neither moisture indicators had been triggered, and the image was performing to specification. Therefore, it was not possible to conclusively specify the root cause of the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation noted the error code e315 was not observed during the image check, however, fluid ingress was observed within the plug body when the plug body of the device was disassembled. In addition, evaluation also noted the image was present during inspection and no image issues observed that could indicate an intermittent fault. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported error e315 (error-scope error) message. No harm was reported. Issue found at maintenance. Per the customer, issue was identified during morning checks and no procedure involved. No harm reported, no patient involvement, no user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device evaluation findings. Further evaluation of the device unrelated to the error e315 reported by the customer, the following defects were identified during repair inspection : light guide cover glass chipped, adhesive worn out. Optical cover glass worn out, distal end adhesive worn out. Up/down, left/right angle noted failed , not to specifications. Play evident on up/down, left/right angle. Electrical safety failed , not to specifications. Investigation is ongoing. This report will be supplemented accordingly following investigation.